Event description:
During the scan, he experienced severe pain on the left side of the head but did not interrupt the examination. After leaving the MRI room, the user reported feeling as if they had been punched in the region of the left ear. Upon arriving home, the user placed the audio processor and noticed no hearing perception on the left side. When using the processor on the right side, hearing was perceived normally.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.